Event description:
The physician reported during preparation, before an embolization procedure, the guidewire was inserted into the microcatheter before placing it into the guide catheter which caused the guidewire to fracture in half with a slight bend in the wire. The physician reported, she did not have to use force to advance the guidewire. The physician did not disclose any additional information regarding the alleged event or malfunction. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.